Manufacturer narrative:
B.5.medtronic received additional information that the device was used on a roller pump. The only drug used in the prime was heparin 10000iu. It was the only drug given in the pump. Act (activated clotting time) was used to monitor anti-coagulation. Act, after the loading dose of heparin, was 623 seconds. The first act on bypass was 891 seconds. The temperature pre-oxygenator was 35.4 and post oxygenator was 35.8. Correction.b.7. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, the customer reported a high pressure excursion. The customer was using a 20 fr dlp arterial cannula and initiated bypass without any issue, flowing at 4.2 lpm with pre-membrane line pressures in the 220s mmhg with a patient map of around 60. There were no concerns at this point. After being on bypass for five minutes there was a sudden spike in line pressure, increased up to 450 mmhg before the cross clamp was applied. The flow was dropped to 3.5 lpm and still had pressures around 400. Cannula placement was confirmed on tee (transesophageal echocardiogram), and didn¿t show that it was against the wall or flowing against the wall of the aorta, there were also no tubing kinks anywhere, and the isolator was re-zeroed and checked. The pressure continued to climb, so the flow was dropped to 2 lpm. Even at 2 lpm line pressures were 350 mmhg. The surgeon decided to come off pump to figure what was happening. Once off the pump, the surgeon re-circulated through the re-circ line at 0.5 lpm and line pressure at that flow 280 mmhg. The oxygenator was replaced as this seemed to be very extreme pressures to have. After the change-out, pressures were normal on re-initiation and for the remainder of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.